Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that during initial implant surgery, the recipient reportedly experienced partial insertion due to cochlear ossification. The device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics does not consider this event as reportable. This is considered an operating room return. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.